Manufacturer narrative:
This issue is being reported in an abundance of caution. Further information has been requested without success. No evidence was provided that supports the allegation made. The underlying cause of the fire resulting in the user death couldn¿t be determined at this time. The device was over two years old at the time of this incident.

Event description:
The end user¿s attorney sent a letter to the insurance carrier dated (B)(6) 2022. The letter was then forwarded and received by invacare on 10/3/22. The letter stated an invacare semi-electric bed caught fire and resulted in death of the end-user. The letter stated ¿the (B)(6) fire department found the likely cause of the fire to be failure of equipment or heat source. The equipment involved in ignition flay was 'dental, medical, or other powered bed.' A contributing factor to ignition was 'unspecified short-circuit arc.¿

Manufacturer narrative:
Further information has been received regarding this incident. Multiple pictures were provided which appear to confirm the invacare bed was involved in a fire but do not confirm the bed was the cause. A fire report was received which also alleges the invacare bed was the cause of the fire. However, based on the pictures and information currently available it¿s still unclear what if any malfunction occurred. The original conclusion established remains unchanged at this time. If further information becomes available that changes the original conclusion or is believed to be significant new information a follow up medwatch report will be filed.

Event description:
The end user¿s attorney sent a letter to the insurance carrier dated 8/25/2022. The letter was then forwarded and received by invacare on 10/3/2022. The letter stated an invacare semi-electric bed caught fire and resulted in death of the end-user. The letter stated ¿the arcata fire department found the likely cause of the fire to be failure of equipment or heat source. The equipment involved in ignition flay was 'dental, medical, or other powered bed.' A contributing factor to ignition was 'unspecified short-circuit arc.¿